Event description:
Aunt was holding patient when moving him, she found tubing detached from huber needle (bard miniloc). Aunt clamped off tubing and notified rn who came in and removed needle. Reaccessed mediport without incident with a 20g 3/4" gripper plus needle. Tubing disconnected (came unglued) from luer lock portion of needle. This is an ongoing issue with bard miniloc huber needles. All hospital lots were swapped out in june and july and there had been no more issues until this one. Will report to bard and determine action steps which may include switching to a new product hospital wide. It is possible that this particular needle is one of the old lots, but since the packaging was thrown away we cannot be sure.